Event description:
On (B)(6) 2010, mother reported the down button on the infusion device does not function properly. This first occurred in (B)(6) 2010. Patient has used this infusion device for 2-3 years and boluses approx 4-5 times per day. The down button does not pop up after it is pressed and is "stuck down." Infusion device was replaced and requested for eval. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.